Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the left therapy electrode. The rash was described as red, bumpy, and itchy. The patient's doctor advised the patient to stop wearing the lifevest and prescribed mometasone 1% cream. The patient had also been using hydrocortisone cream 1%. During follow-up, the patient indicated that the rash continue itching and that it went from bright red blisters to a brown area. The patient reported that the skin had improved due to the provided medication.